Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report that the insulin pump alarmed off no power. Customer's mother states that the insulin pump did not alarm low battery alert prior to the off no power alert. Customer's blood glucose levels ranged from 118 to 148 mg/dl. Customer's mother reported that the issue was resolved with a new battery change. Product is not being returned or replaced.